Event description:
Right ventricle lead was put into right atrium and maneuvered to the right ventricle unsuccessfully. With multiple advances and maneuvering of the lead to appropriately place lead, the helix spontaneously extended. This caused the lead to hook onto part of the patient's right atrium. The ep attending successfully retracted the lead from the patient's body. A small amount of myocardial tissue was attached to the helix of the defective lead. This lead was sent as a stat order to pathology for tissue examination. A stat echo was performed on the patient to check for any harm caused to the patient's heart. Dr. Confirmed that there was no harm caused. Another ventricular shocking lead was used in place of the defective lead and this was successfully placed in the patient's right ventricle.